Event description:
It was reported that prior to implant of a transcatheter aortic valve, the valve was checked under fluoroscopy and revealed a line extending to the second node. The valve was reloaded and checked under fluoroscopy again, which showed a line extending to 1.5 nodes. During deployment to 80%, the implant depth was too deep. Subsequently, the valve was recaptured and redeployed at an implant depth of 5 millimeter's (mm) on the non-coronary cusp (ncc) and 5 mm's on the left coronary cusp (lcc). After the valve was fully deployed, an infold was present over the length of the valve. The guidewire and nosecone of the delivery catheter system (dcs) were kept in the left ventricle, and the physician crossed the valve with another guidewire and performed a post-implant balloon aortic valvuloplasty (bav) with a 20 mm non-medtronic balloon, in an attempt to correct the infold. The bav was done in conjunction with rapid pacing and was unsuccessful as an infold was still observed from the middle of the valve to the top of the valve. Subsequently, the nos econe of the dcs was removed and a second post-implant bav was performed with a 24 mm non-medtronic balloon. Upon inflation, the balloon pushed upwards, causing the valve to dislodge above the sinotubular junction (stj). Subsequently, a 26 mm non-medtronic transca theter valve was implanted, and no contact between the dislodged valve and the non-medtronic valve was reported. The patient's vital signs were stable throughout the procedure. Per the physician, the patient¿s anatomy, post-implant bav, and infold contributed to the dislodge.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-34}; product lot/serial number: {(B)(6)}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}; product ID: {non-medtronic balloon aortic valvuloplasty 20mm and 24mm}; product lot/serial number: {unknown}; product type: {balloon aortic valvuloplasty}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. D10. Continuation of d10: product ID {gwbc30}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the medtronic (confida) guidewire did not contribute to the dislodgement.